Manufacturer narrative:
The device was manufactured between 07may2019 and 08may2019. The device was received for evaluation. During visual inspection, a tear was observed at the lower left edge of the bag in the same area the customer marked the bag. Functional testing was performed and a leak was noted at the lower left edge of the bag at approximately the 250ml area. Under magnified inspection, a tear/hole in the lower left edge was seen, where the leak was verified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked "at the side seam near the corner of the bag". The leak was discovered during setup and preparation. There was no patient involvement. No additional information is available.